Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 5/06/2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.